Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports, that during tests before use, the balloon burst when inflated. The instrument was not used on a pt.